Manufacturer narrative:
D10: (B)(6) - 304-21-09 - 8.5mm platform fx stem left. (B)(6) - 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) - 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) - 320-15-07 - sup/post aug plate, l rs glenoid baseplate. (B)(6) - 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02577. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Approximately 53 months post-op, the patient experienced an infection and septic loosening. The patient underwent a revision procedure approximately 1 month later to implant a competitor's antibiotic spacer. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of the septic loosening as reported. However, the series of events and contributing factors to each cannot be confirmed as no radiograph, images, or clinical information were provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates for all explanted components was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.